Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument and instrument data. After analyzing the instrument and instrument data the fse ran a qc precision test. The instrument is performing within specifications. The cause of the (B)(6) hbsag result is unknown. No further evaluation of the device is required.

Event description:
A discordant (B)(6) immulite 2000 hbsag result was generated on one patient sample. The sample was repeated in duplicate confirming (B)(6) result, which was reported to the physician. The physician requested that the sample be tested at another lab for (B)(6) which then generated a (B)(6) result. There was no known report of treatment given or withheld based on the discordant hbsag results.